Manufacturer narrative:
Complaint conclusion: as reported, the balloon on a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There were no reports of patient injury. The device was intended for use in a percutaneous transluminal angioplasty (pta) treatment. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received separated from the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found fully deflated. In addition, the sealant was found in its manufactured position fully covered by the sealant sleeves, and the sealant was not exposed to blood. In addition, no damages were observed to the sealant sleeves assembly. Per functional analysis, the inflation/deflation test was conducted as per the mynx control instructions for use (IFU). The findings indicated a leak in the balloon of the returned device. Per microscopic analysis, a micro tear was discovered in the balloon of the returned device upon visual inspection at high magnification. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the micro tear found could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, it is not possible to determine what factors may have contributed to the loss of pressure reported. However, prepping/handling factors, access site vessel characteristics (which were not provided) and/or concomitant device factors (which was not returned) most likely contributed to the reported event since excessive force during prep or patient use, a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the balloon. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of the mynx control vcd have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ additionally, the device preparation states, "inflate the balloon until the black marker on the inflation indicator is fully visible. Check for leaks in the balloon and the syringe connector; retighten if necessary. Discard the device if the balloon does not maintain pressure. Check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate." Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon on a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There were no reports of patient injury. The device was intended for use in a percutaneous transluminal angioplasty (pta) treatment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.